Event description:
It was reported that a dependent patient presented in hospital experiencing presyncope and a heart rate of 30 beats per minute. Upon interrogation, the pulse generator exhibited loss of output. The device was explanted and replaced. The patient tolerated the procedure well and was in good condition.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
.